Manufacturer narrative:
No information was provided.

Event description:
Per complaint (B)(4), during a clinical procedure, a patient experienced implant lack of primary stability. The implant was removed.